Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, although the exact high value was not specified. To address this, the customer administered a correction injection via multiple daily injections and did not need assistance from a third party. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.